Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft1997 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter was not passing through the groove of connecter. Connecter was not fixing ¿up with the catheter due to which the holding capacity of PICC was compromised. When nurse tried to negotiate to insert the catheter in connector, the catheter got twisted and broken-up which led to reduction in length of PICC line. Also, causing defect in locking mechanism of connecter. Patient status/intervention: admitted patient status as of (B)(6) 2022: patient got discharged.